Manufacturer narrative:
The pump was received with blank display and constant tone due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The pump was unable to verify for black line due to blank display. The pump was received with crack on top right corners near display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had black line across the screen and had constant tone. The customer's blood glucose level was 238 mg/dl. The customer states the pump was cracked around the lip of the battery compartment. The customer was advised the pump would be replaced and returned for analysis.